Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on the bus, and recovery was unsuccessful the unit was rebooted, but the issue did not resolve, and drawer 1 did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the drawer 1 was not opening. A field service engineer guided the pharmacist to power down the station and reseated the pyxibus connection at the rear of the drawer. After restarting the station, the drawer recovered successfully without further issues. The system functioned as intended after the field service engineer guided the customer to resolve the issue.